Manufacturer narrative:
H.6. Investigation: no samples were returned for lot# 20026656 and 20036241 for investigation. A device history record review for model 2000e lot number 20026656 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2000e lot number 20036241 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. CAPA#1998036 has been initiated. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20026656 regarding item #2000e. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20036241 regarding item #2000e.

Event description:
It was reported that ll vlv adpt(stand alone) was occluded. This occurred on 11 occasions. The following information was provided by the initial reporter: material no: 2000e batch no: 20015260, 20015261, 20026614, 20026422, 20026656, 20036241, 20026655, 20026417 it was reported that users have been unable to pass fluids through multiple lots. Event description per email states: with regard to our buff cap (needleless connector) issues in the ed, our primary buff cap is bd smartsite. Last month we had issues with no fluids being able to pass in the following lots: 20015260, 20015261, 20026614, 20026417 ,20026422, 20026417 I filed a formal product complaint internally on (B)(6) 20 #224802. Just over the last few days these lots were being reported for the same issue: 20026656, 20036241 not sure what the issue is but this is a lot of different lots experiencing the same problem. Customer response (B)(6) 2020: 20015260: can you provide the date(s) for the reported failure? (B)(6) 2020. Was there any adverse event(s) as a result of the reported defect? No, 1 sample if yes, please provide details, in addition to patient identifiers (initials, sex, dob, diagnosis, etc.). 20015261: can you provide the date(s) for the reported failure? (B)(6) 2020. Was there any adverse event(s) as a result of the reported defect? No, 1 sample if yes, please provide details, in addition to patient identifiers (initials, sex, dob, diagnosis, etc.). 20026614: can you provide the date(s) for the reported failure? (B)(6) 2020. Was there any adverse event(s) as a result of the reported defect? No, 1 sample if yes, please provide details, in addition to patient identifiers (initials, sex, dob, diagnosis, etc.). 20026417: can you provide the date(s) for the reported failure? (B)(6) 2020. Was there any adverse event(s) as a result of the reported defect? No, 3 samples if yes, please provide details, in addition to patient identifiers (initials, sex, dob, diagnosis, etc.). 20026422: can you provide the date(s) for the reported failure? (B)(6) 2020. Was there any adverse event(s) as a result of the reported defect? No (no samples) if yes, please provide details, in addition to patient identifiers (initials, sex, dob, diagnosis, etc.). 20026656: can you provide the date(s) for the reported failure? (B)(6) 2020. Was there any adverse event(s) as a result of the reported defect? No (no samples) if yes, please provide details, in addition to patient identifiers (initials, sex, dob, diagnosis, etc.). 20036241: can you provide the date(s) for the reported failure? (B)(6) 2020. Was there any adverse event(s) as a result of the reported defect? No (no samples) if yes, please provide details, in addition to patient identifiers (initials, sex, dob, diagnosis, etc.). Adding lot 20026655, four complaints received on this lot (B)(6) 2020., no adverse events. 4 samples. Some of the samples being submitted are still sealed, presumably from the same bedside cart, i.e. Small batch, as the defective unit.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20026656, medical device expiration date: 2023-02-25, device manufacture date: 2020-02-19. Medical device lot #: 20036241, medical device expiration date: 2023-03-13, device manufacture date: 2020-03-13. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that ll vlv adpt(stand alone) was occluded. This occurred on 11 occasions. The following information was provided by the initial reporter: material no: 2000e batch no: 20015260, 20015261, 20026614, 20026422, 20026656, 20036241, 20026655, 20026417. It was reported that users have been unable to pass fluids through multiple lots. Event description per email states: with regard to our buff cap (needleless connector) issues in the ed, our primary buff cap is bd smartsite. Last month we had issues with no fluids being able to pass in the following lots: 20015260 20015261 20026614 20026417 20026422 20026417 I filed a formal product complaint internally on 9/15/20 #: (B)(4). Just over the last few days these lots were being reported for the same issue: 20026656 20036241. Not sure what the issue is but this is a lot of different lots experiencing the same problem. Customer response 15-oct-2020: 20015260: can you provide the date(s) for the reported failure? (B)(6) 2020. Was there any adverse event(s) as a result of the reported defect? No, 1 sample. If yes, please provide details, in addition to patient identifiers (initials, sex, dob, diagnosis, etc.). 20015261: can you provide the date(s) for the reported failure? (B)(6) 2020. Was there any adverse event(s) as a result of the reported defect? No, 1 sample. If yes, please provide details, in addition to patient identifiers (initials, sex, dob, diagnosis, etc.). 20026614: can you provide the date(s) for the reported failure? (B)(6) 2020. Was there any adverse event(s) as a result of the reported defect? No, 1 sample. If yes, please provide details, in addition to patient identifiers (initials, sex, dob, diagnosis, etc.). 20026417: can you provide the date(s) for the reported failure? (B)(6) 2020. Was there any adverse event(s) as a result of the reported defect? No, 3 samples. If yes, please provide details, in addition to patient identifiers (initials, sex, dob, diagnosis, etc.). 20026422: can you provide the date(s) for the reported failure? (B)(6) 2020. Was there any adverse event(s) as a result of the reported defect? No (no samples). If yes, please provide details, in addition to patient identifiers (initials, sex, dob, diagnosis, etc.). 20026656: can you provide the date(s) for the reported failure? (B)(6) 2020. Was there any adverse event(s) as a result of the reported defect? No (no samples). If yes, please provide details, in addition to patient identifiers (initials, sex, dob, diagnosis, etc.). 20036241: can you provide the date(s) for the reported failure? (B)(6) 2020. Was there any adverse event(s) as a result of the reported defect? No (no samples). If yes, please provide details, in addition to patient identifiers (initials, sex, dob, diagnosis, etc.). Adding lot 20026655, four complaints received on this lot (B)(6) 2020, no adverse events. 4 samples. Some of the samples being submitted are still sealed, presumably from the same bedside cart, i.e. Small batch, as the defective unit.